Manufacturer narrative:
The devices were not returned to life spine therefore it is not possible to determine root cause. Based on the failure it is hypothesized that the implant cage was not fully collapsed when the slap hammering process began. This would have caused the cage to resist explantation resulting in excessive forces being applied to the distal tangs of the inserters and eventually resulting the tangs breaking off the inserters. The implant should always be completely collapsed prior to explant.

Event description:
2 prolift inserters broke while trying to remove cage that was too anterior with slap hammer, no component left in patient.